Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi31000178, serial/lot #: unknown. No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the 10a fuses failed in the mobile viewing station (mvs). The fuses were replaced and the equipment ran successfully. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the mobile view station (mvs) could not power on. There was no patient present when this issue was identified.